Manufacturer narrative:
(B)(4). Concomitant medical product: g7 neutral e1 liner 28mm a, pn 010000835, ln 6495764. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03749. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation, the acetabular liner would not seat properly into the shell. The surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.